Event description:
Per report, one the day after a transfemoral tavr procedure was performed without incident, the patient was noted to have a groin hematoma. The patient was brought back to the cath lab where a viabahn covered stent was placed in her right femoral artery via a contralateral approach. She remained stable throughout the incident and there was good flow following stent placement. The patient's access vessel minimal luminal diameter measured 7.0 and with mild calcification and mild tortuosity. Additional information provided by the clinical specialist: nothing unusual was noticed while prepping the device for use. There were no difficulties experienced while inserting or removing the dilator or 22fr sheath during the procedure. The hematoma may have been caused by the bleeding at the arteriotomy site.

Manufacturer narrative:
Per the device instructions for use (IFU), hematoma is a known complication associated with standard cardiac catheterization, and the aortic valve replacement procedure. As with any invasive procedure, there are some risks to a transfemoral approach, including access site complications. According to the literature, the most common complications occur around the femoral puncture site, with groin hematomas being the most common. Some risk factors for a post operative bleeding include procedural factors [i.e. Anticoagulant therapy prior or during procedure, difficulty inserting sheaths/dilators, inadequate repair of arteriotomy, undetected vascular injury not repaired] and patient factors [i.e. Hypertension, pvd, friable blood vessels, physical strain done after procedure]. In this case, the exact cause of the hematoma cannot be determined; however, there was no report of device malfunction. The minimum required vessel diameter for a 22fr sheath is 7.0mm. Per report, the access site diameter was 7.0mm, and there was mild vessel calcification, and mild tortuosity. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. It is possible that the patient's borderline vessel size for a 22fr sheath caused or contributed to the access vessel injury / hematoma. The hematoma in this case was not apparent at the end of the procedure and only required intervention on post procedure day 1. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.